Event description:
Ous MDR - at a normal follow-up on (B)(6) 2013, the battery estimated 3 plus years. At the follow-up on (B)(6) 2014 it was noted the device had reached eri on (B)(6) 2014. No explant date was provided, but the device was returned for analysis. There were no adverse patient effects reported. Should additional information become available, this even will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The device interrogation revealed the battery status eri, which was triggered on the (B)(6) 2014. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. Please note that the battery status of pacemakers with lithium-iodine batteries is measured by the battery impedance as well as the charge taken from the battery. While the measured battery impedance is low at the beginning it increases over time. Therefore, at the beginning of the service time the battery status is based solely on the charge taken from the battery. With increasing battery impedance the calculation of the battery status takes now the battery impedance into consideration. Hence, the pacemaker always utilizes the most accurate battery information available when calculating the remaining service time, including for instance lead impedance and amplitudes values. As a result, the declaration of the battery status may slightly and temporarily fluctuate during the transition from a calculation based solely on the charge taken from the battery towards a calculation utilizing the battery impedance. Furthermore, if changes in the lead impedance values or the programmed settings occur this will also lead to fluctuations. However, despite fluctuations in the time to eri calculation, a service time of about 12 months is allocated after declaration of the eri status to assure the patient safety.